Event description:
Customer reports the use by date on the aviva test strip vial as 2008. Manufacturer's batch record confirmed the actual use by date to be 2006. No adverse event reported. Requested return of suspect device and replacement was sent.